Event description:
The lay user/pt contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
On 06/15/2009: the lay user/pt's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a damaged display. Cracked/broken lines and black marks found in on the lcd. If any additional info is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.